Event description:
User received a false negative hcg-beta result for one patient sample. The first result was 2.7 miu/ml with a repeat done on the same analyzer at 3670 miu/ml and a second repeat result from a different analyzer at 3000 miu/ml. There were no consequences because of the low result because the user had seen the patient and knew that she was pregnant and thus repeated the sample immediately. No false negative results were reported from the lab for this patient. The field service representative identified an s/r probe malfunction, syringe seals worn, s/r misalignment at sampling position. The problem has been solved by field service representative. Syringe seals have been replaced and s/r probe positions have been reconfigured. Since the fsr visit, the customer has been checking and repeating randomly low results and all repeated results confirmed as accurate.